Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure where the implantable pulse generator (ipg) and spinal cord stimulator (scs) linear leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079461. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 570572.